Event description:
It was reported that the patient presented in clinic for post-implant follow-up. Upon interrogation, it was found that the right ventricular leadless pacemaker exhibited increased pacing impedance, increased capture threshold and decreased r-wave amplitude. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.